Event description:
It was reported that infection occurred post-operatively. Initially the pt was treated for scoliosis. Post-operatively, the pt presented with infection and was revised. Upon revision, it was noted there was a loose screw. Upon further examination, it was found the band had snapped and the clamp had been moving on the rod within the pt. No further info is available at the time of this report.

Manufacturer narrative:
Product is expected to be returned but has not yet been received.